Manufacturer narrative:
The manufacturer previously reported a patient's tracheostomy tube decannulated and the ventilator's "circuit disconnect" alarm failed to activate. The patient expired. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications. A review of the device's downloaded error log confirms that at the time of the report event ((B)(6) 2016, approximately 7:00 am, local time), the device alarmed several times for a "patient disconnect" condition. These "patient disconnect" alarms were addressed by the keypress button being physically activated, indicating the caregiver responded to the alarm conditions the manufacturer concludes the device operated and alarmed as designed, and it not caused or contributed to the patient outcome.

Event description:
The manufacturer received information alleging a patient's tracheostomy tube decannulated and the ventilator's "circuit disconnect" alarm failed to activate. The patient expired. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.